Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a tactile change issue prior to damage. The reporter stated that the buttons have been sticking and the issue began several months before the date of the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 09/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/23/2013 with the following findings:during a visual examination of the pump, the keypad cover was observed to be torn over the down arrow button. During testing, the ok keypad button was intermittently unresponsive; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.